Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 470 mg/dl. Customer stated that they had reoccurring insulin flow block alarms and they saw a tiny block insulin on the cannula. Customer stated that they had not tried different set or cannula lengths. Customer stated that the insulin was not being reused, mixed, or an insulin expired or denatured and they had rotated their sites. Customer stated that the tubing was bent. Customer also stated that they had not tried all recommended troubleshooting. It was unknown that auto mode feature was active or not at the time of event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.